Event description:
On (B)(6) 2014, it was reported that the vns patient was experiencing an increase in seizures. The patient¿s device was previously tested during a surgical consult on (B)(6) 2014 and diagnostic results showed normal device function at the time. Since the patient's consult, the patient had been experiencing a nosebleed with his seizures. The patient's device was also tested on (B)(6) 2014 and diagnostic results showed which showed normal device function at the time.